Event description:
Revision surgery - the patient suffered an infection in their left ankle; not associated with any surgical procedure. Not long after the sign of infection, it was observed in their right knee a showing of inflammation, redness, and heat. The surgeon washed out the patient's knee to conduct a poly insert swap and went with a thicker poly. There was no failure of djo product. The femur and tibia components were determined to be solidly fixated.

Manufacturer narrative:
The reason for this revision surgery was an infection after 6 years, 5 months, 27 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. It was reported, "there was no failure of djo product and the femur and tibia components were determined to be solidly fixated." There are no indications of a product or process issue affecting implant safety or effectiveness.